Event description:
It was reported that during implant no stimulation was observed in the right ventricle (rv) when the chronic leads were connected to the new device. The rv lead was found to be acceptable when tested in the old device, the analyzer, and the new device. It was also noted that when the atrial lead was connected to the rv port there was no atrial capture, so the device was not used and was replaced by a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned, analyzed, and no anomalies were found. It was noted that the set screw was in the connector bore. Performance data collected from the device was analyzed and revealed high resistance/impedance. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2012. Programmer data shows one alert event "rv bipolar lead impedance > 3000 ohms" on (B)(4) 2012. (B)(4).